Event description:
It was reported that while on pt, the ventilator generated high continuous pressure, high airway pressure, and regulation pressure limited alarms. The ventilator was replaced with another one.